Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the lead threshold was unstable. A fluoroscopy revealed that the lead had dislodged and was moving around near the apex. Additionally, it was suspected that the slack had been taken up in the brachiocephalic vein, and the lead tip had been pulled. A lead revision was performed to re-position the lead, and it remains in use. No patient complications have been reported as a result of this event.